Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead is to be replaced due to low impedance of 175 ohms in unipolar and 345 ohms in bipolar. No patient complications have been reported as a result of this event.